Event description:
It was reported to boston scientific corporation on july 08, 2008, that a hydratome device was used during an endoscopic retrograde cholangiopancreatogram (ercp) with possible stone extraction on an unknown date. According to the complaint, the tip of the catheter appeared to be split. No fragments remained in the patient. There is no further information available regarding the patient.

Manufacturer narrative:
The complaint was not able to provide the lot number of the suspect device; therefore, the device manufacture date cannot be determined. The device was discarded by the user. A device analysis cannot be performed; therefore, the cause of the reported event is undetermined. The june 2008 15-month jagtome sphincterotome product family complaint trend report, inclusive of all failure modes, was reviewed; no unfavorable trend was noted. The hydratome rx sphincterotome is included in the jagtome sphincterotome product family.